Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Noise was detected on this lead which caused inappropriate vf detections. This lead was being used as a pace/sense lead for an implanted kainox defibrillator lead that was used for shock therapy. The elox lead was capped and is out of service. The kainox lead was also completely capped and taken out of service.